Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required drainage. First it was reported after connecting the qdot micro ablation catheter (lot #: 31578965l), a 106 force sensor error occurred. The issue was resolved by replacing the qdot micro catheter (lot #: unknown) with another new one. It was also reported that a patient had a cardiac tamponade that required extended hospitalization. The physician's judgment on the health hazard was nonserious (moderate/minor). The physician's opinion on the relationship between the event and the product was that there was no relation, the event probably occurred when trying to raise the his potential for hisv. No abnormalities observed prior to use of this product. Additional information was received on 18-jul-2025. While attempting to obtain the his potential with the his rv catheter, a decrease in blood pressure was observed, and pericardial effusion was confirmed. Drainage was performed. Patient was hospitalized in the cardiac care unit (ccu). Additional information was received on 24-jul-2025. The physician¿s opinion on the cause of this adverse event was the procedure. No evidence of steam pop. The patient did not require cardiac surgery. Additional information was received on 28-jul-2025. The physician's opinion on the relationship between the event and the product was no relation as the event probably occurred when the his rv electrode was moved upwards to obtain the his potential. Additional information was received on 05-aug-2025. The physician¿s opinion on the cause of this adverse event was procedure related. The event occurred during the mapping phase at the completion of the mapping. The outcome of the adverse event was fully recovered (no residual effects). No transseptal puncture was performed. No evidence of steam pop, since no ablation was performed. The irrigation flow setting was 2ml. The 106 force sensor error issue was assessed as non MDR reportable under the qdot micro (lot #: 31578965l). The adverse event was assessed as MDR reportable under the qdot micro (lot #: unknown).

Manufacturer narrative:
Additional information was received on 03-sep-2025 indicating that the rv catheter used was an ibi catheter (nihon kohden). In addition, the qdot micro catheter after replacement was not inside the patient¿s body yet when the blood pressure decreased. Therefore, based on the additional information which indicated that the ibi catheter (nihon kohden) was used to obtain the his bundle potential when the event occurred, the most suspected device associated with the cardiac tamponade event was assessed as the rv ibi catheter (nihon kohden). The catheter was used for accessing/recording the his bundle when the reported event occurred. Also, the first qdot micro catheter was removed from the patient's body after error sensor message was noted and the replacement/second qdot micro catheter was not inside the patient's body at the time of the event. The physician's opinion on the relationship between the event and the bwi products was that there was no relation, the event probably occurred when trying to raise the his potential for hisv. Therefore, reassessed the qdot micro catheter to a not reportable concomitant product and the coding was updated in the following fields: -h6. Health effect - clinical code. -h6. Health effect - impact code. -h6. Medical device problem code. Manufacturer's reference number: (B)(4).